Event description:
The customer stated that the cell-dyn analyzer has been generating discrepant hemoglobin results from several patient samples. A patient sample with an sid # of (B)(6) generated an initial result of 4.57 g/dl that was repeated at 11.5 g/dl. Trouble shooting did not resolve the issue and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.